Event description:
Complaint received via FDA/ufmw reporting leakage problems with four (4) 20120-01, spiros connectors and unknown primary IV tubing sets. The report identifies incidents in (B)(6) 2010 where "leaking of the primary IV tubing used for chemotherapy¿" the ufmw report did not provide any additional incident information, identity of the mating IV set(s), identity of the drugs/medication and or length of time the devices were in use when the problems were detected. There were no reported adverse patient consequences. The involved spiros connector devices were not returned to the MFR for analysis and investigation. Manufacturer's analysis: a search of the complaint database for this list#/problem did identify additional reports. The investigations associated with those reports recorded mixed results, including usage errors, compatibility issues, mfg issues. Additional engineering studies were conducted. The results of those studies document component leakages were replicated in statistically small quantities of in-house test samples where component damages occurred when overtightened. A corrective and preventative action (CAPA) was initiated to further investigate leakage/performance issues. Several processing/equipment improvements have been identified, evaluated and are in various stages of qualification and implementation, including: (B)(4). Spiros performance specifications have been modified to include heightened and expanded component leak testing.

Manufacturer narrative:
Although the exact cause(s) of these specific events are unknown, ICU medical is continuing to investigate and monitor device performance to ensure corrective actions address leakage/performance issues. Our continuous improvement initiatives provide additional resources to capture clinical and marketing preferences for device enhancements and performance parameters.